Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the sales rep: the scrub wasn¿t sure which device was the misfired one so she gave me both to send in for testing. What is meant by device "misfired?" Did device not fire clip? Did device not feed clip? Did device fire malformed clip? Did device fire scissored clip? Did device feed clip sideways? Did device eject unformed clip? Please provide more specific information regarding issue experienced by user. Follow up received from rep: yes malformed clip, somewhat scissored.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. The device was cycled and it fed and formed eight conforming clips; however, during the analysis, it was observed that the tip of the advancer was bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.